Manufacturer narrative:
Claim #: (B)(4).

Event description:
It was reported that a 13.2mm, tmicl13.2, -5.50/1.5/068 (sphere/cylinder/axis), implantable collamer lens may be removed and replaced. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.